Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Lee stated, that half of the wheel breaks off when moving the beds across the carpet, because he believes there is not enough resistance and they do not swivel well.